Manufacturer narrative:
The device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The event history log review was performed. An event occurrence date was not provided, however the last day of customer use revealed an infusion programmed at a rate of 40 ml/hr and a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum installation and maintenance manual. The infusion ran until downstream occlusion messaged alarmed. The device restarted and the infusion was not completed. No abnormalities that could cause or contribute to the reported problem were observed throughout the event history log. The reported condition was verified. Evaluation found force sensor was found out of calibration and higher than intended range. The force sensor requires calibration. The device will be repaired and tested prior to release to ensure the device meets all specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump kept infusing. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.